Event description:
The patient's pain was no longer being covered. The leads migrated. Additional information has been requested, a follow-up report will be sent if additional information becomes available.